Manufacturer narrative:
(B)(4). Insulin pump received with pump error alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, displacement, rewind, or verify low battery alarm due to pump error alarm. Pump received with cracked belt clip slot and cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that insulin pump showed weak battery. Customer also reported that device shut down immediately and had no time to prepare a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.